Event description:
The device was attached to the patient and rendered shock advised decisions; however, the device reportedly would not transfer energy to the patient when the shock button was pressed on the first two defibrillation attempts, but did deliver a shock on the third attempt. The patient was not resuscitated.